Event description:
Customer reportedly received the following results on two meters within 10 minutes: 77 mg/dl (compact plus system 1) and 597 mg/dl, 480 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus system 2. Reference medwatch with patient identifier (B)(6) for the compact plus system 1.